Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the bi-fuse connector cracked when the nurse went to cap the tubing with an alcohol impregnated cap on the general medicine transplant unit. The customer states that there was no patient injury.

Event description:
It was reported that when the IV fluids were discontinued, the nurse placed an alcohol impregnated cap on the bi-fuse connector and it cracked on the general medicine transplant unit. The customer states that there was no patient injury.

Manufacturer narrative:
The customer¿s report that the bi-fuse connector cracked was confirmed to be a crack on the male luer collar. Received from the customer was one used extension set model mz5307 lot unknown. The set was received with blue disinfecting caps on the female luer ports and also the male luer end. Visual inspection observed that the male spin collar on the suspect extension set had one crack running parallel to the direction of the flow. Dimensional testing using the go/no go gauge showed the mail luer is within specification. Closer inspection under a lab microscope observed no tool marks and no stress marks. Dimensional testing using the go/no go gauge showed the mail luer to be within specification. The root cause could not be determined.